Event description:
On (B)(6) 2012, the reporter contacted animas to report that the arrow keypad buttons were intermittently activating the desired pump functions for the last couple of days. The reporter stated there were no tears on the keypad but the button symbols were worn. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. The contrast, up and down arrow keypad buttons were intermittently unresponsive during testing and required multiple presses with increased force to elicit a response. The ok button responded appropriately. During investigation, evidence of contamination was found under all keypad contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.